Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The patient alleged that the peritonitis developed after a pd catheter replacement procedure. The cause of the peritonitis is unknown. The patient was discharged from the hospital on an unknown date. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred and the patient was hospitalized in (B)(6) 2014. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review will be performed for potentially associated lot numbers h13h08043, h13j22017, and h13k04070. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient (pt) was hospitalized on (B)(6) 2014 for peritonitis. It was reported that the pt¿s peritoneal dialysis (pd) catheter (non-baxter product) was ¿opening¿ (not further described) and that it was to be moved to the other side (date unspecified). The cause of the peritonitis was reported to be due to the pt¿s pd catheter, therefore, the transfer set is no longer considered a suspect product in this event.